Event description:
The customer is investigating a serious pt event and requested an investigation on the pca module that was in use. The customer is not alleging pump malfunction and needs to investigate all potential causes. The pca medication was morphine 2 mg/ml volume of 50 ml, pca dose 1 mg, lock out 6 minutes and one hour limit 10 mg/hr. The pt underwent elective spinal surgery on (B)(6) 2014 and had uneventful course during surgery. At 4 pm the pt was transferred to the orthopedic unit. At 11:30 pm during nursing shift rounds the pt was awake, alert and laughing. At 01:30 when the nurse went in the check on the pt he was reported as "agonal." The resuscitation team found the pt to have a "pea" rhythm and treated the pt. The pt was transferred to ICU and his prognosis is poor. (B)(4).

Manufacturer narrative:
(B)(4). Review of the pcu event log for the pca infusion indicates that the infusion was started at 1:10 pm on (B)(6) 2014 with morphine (2 mg/ml) programmed as a pca only infusion with the dose set at 1 mg. 36 doses (18 mls) were delivered between 1:10 pm and 11:08 pm that evening. No additional doses were delivered after the 11:08 pm dose. At 1:29 am the next morning the pca module was turned off and not used again. Accuracy testing on the returned pca device with calibrated test fixtures indicates that the device is working within specifications. No fault was found with the programming of the infusion and no fault was found with the pca module. The root cause of the customer's experience was not determined.